Event description:
It was reported by repair work order that the caster broke off of the unit which could affect stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.